Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 400 mg/dl. Customer shows the following possible symptoms of nausea, vomiting, abdominal pain, difficulty breathing, light headed, and vision is poor. The customer treated their blood glucose levels with a bolus. Customer states the pump is under-delivering. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer did not to finish troubleshooting the issue and stated that they do not feel comfortable with the device. The customer returned the insulin pump for analysis.